Event description:
It was reported from a legal claim that patient underwent primary hip surgery on (B)(6) 2007. Revision surgery was performed on an unknown date for unknown reasons due to "possible defective components". No further information has been received.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Date of event - unknown. Explant date - unknown. This is 1 of 4 mdrs relating to the same reported event. (Ref. Mdrs 3002806535-2012-00092 / 95).